Event description:
The customer reported that every few syringes or so will leak back onto the administer. The customer did not provide a lot number. No information was received regarding any serious injury as a result of this product malfunction.